Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(4) displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was confirmed during initial functional testing and archive data review. The root cause for the (ua) 45 error message was due to the driveshaft not being at home position, which is likely attributed to user error. User advisory (ua) 45 is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (ua) 45 pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. During the visual inspection of the returned platform, a cracked top cover was observed, unrelated to the reported complaint. This physical damage was likely due to mishandling, such as a drop. The top cover needs to be replaced to address the physical damage. In addition, observed the lcd screen with no backlight, unrelated to the reported complaint. The root cause was the defective processor board, likely due to wear and tear. The autopulse platform was manufactured in january 2017 and is more than 5 years old, past the expected service life of 5 years. The processor board needs to be replaced to address the issue. The archive data review showed a user advisory (ua) 45 error message around the reported complaint date, thus confirming the reported complaint. During functional testing, a user advisory (ua) 45 error message was displayed upon powering up the platform, thus confirming the reported complaint. The driveshaft was rotated to the home position to clear the user advisory (ua) 45 error message. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
As reported, the autopulse platform (sn (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The user was unable to clear the error. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.